Event description:
The pt stated that her infusion set was leaking at the luer lock. She stated the outer tubing of the infusion set was loosened from the luer lock, but it was not completely separated. She stated she immediately changed her infusion set and her blood glucose was not affected. The pt did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for eval.